Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the ok keypad button required multiple presses to elicit a response and did not rebound properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 01/08/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling at the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The ok and down buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked and moisture was observed in the battery compartment. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.